Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 not in modified closed loop. The cgm was 70 mg/dl when the patient had seizure, fall, and head injury. No mention if a bg was checked. She drank coffee and had "another glucose seizure." She added that later that day, when she was finally able to check her blood glucose level, she found that her cgm was off by approximately 20 mg/dl. Values were not provided. She went to the emergency department (ed). The bg was checked but not remembered. The cgm at that time as not documented. She received seizure medication and sutures. The reversal of hypoglycemia was not documented. She was discharged the same day with bg around 100 mg/dl and was in stable condition during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.